Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed supplies but observed no insulin delivery overnight, received a notification that no insulin was being dispensed, and noted an insulin occlusion alert on the ilet pump; upon troubleshooting, the user discovered the insulin cartridge and connector were not locked into the pump, removed the contact detach 23 inch 6 mm infusion set, and successfully performed change cartridge and fill tubing with resumed delivery. Symptoms included hyperglycemia with a blood glucose of 268 mg/dl. Outcomes included user instruction to monitor glucose and call back if levels did not decline within 1 to 2 hours, with no hospitalization. Investigation included guided troubleshooting and user education. Investigation of this case revealed improper deployment of the infusion set and incomplete attachment of the cartridge and connector leading to occlusion and interruption of insulin delivery. It was concluded, based on previously established findings for similar reports, that user setup error was the most probable cause.